Manufacturer narrative:
To date, the product involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It has been reported that within one day of the PICC line insertion, the pt developed yellow puss under the biopatch. Boy. Placed PICC. The next day, yellow puss under biopatch.